Manufacturer narrative:
The device has not returned. If any additional information is provided, a supplemental report will be submitted.

Event description:
The tips of both final drivers sheared off during surgery. They were retrieved from the patient. No patient injury reported.